Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the forceps channel was shaved, leakage form the channel, the suction cylinder was shaved, the universal cord had a scratch, the bending section cover or distal sheath had a cut, the grip had a scratch, the adhesive on the bending section cover or distal sheath was detached, the distal end had a scratch, due to a cut on the bending section cover or distal sheath, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a dent on the connecting tube, water tightness was lost, and air/water leakage from the insertion tube/ bending section. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had a bending tube leak. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, it was found that the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the forceps channel port becoming shaved was when inserting/retrieving the endo therapy accessories and/or cleaning brush, etc., the metal parts interfered with biopsy channel port. The event can be detected/prevented by following the instructions for use which state: ¿-inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.